Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Issue description: a customer in singapore notified biomérieux of organism misidentification for two (2) different patient samples: - isolate 1: necropsobacter rosorum as aggregatibacter actinomycetemcomitans, - isolate 2: gordonia as microbacterium. In association with the vitek ms instrument (ref (B)(4), serial number. (B)(4)). The customer reported having two (2) identifications (ID) that did not align with the reference lab results. Both are clinical patient isolates, and it was confirmed with the lab that there was no adverse patient impact as a result of the misidentifications. Summary: isolate 1: vitek ms ID - aggregatibacter actinomycetemcomitans - 99.9%, reference lab identified as necropsobacter rosorum. Isolate 2: vitek ms ID - microbacterium species - 97.4%, reference lab sgh identified as gordonia species an investigation has been initiated.

Manufacturer narrative:
Context: a customer in singapore notified biomérieux of misidentification of gordonia as aggregatibacter and necropsobacter as microbacterium for two (2) different patient isolates in association with vitek ms instruments (ref. (B)(4), serial number. (B)(6). Isolate 1 (lab ID mb220072768 and mb220072769 corresponding to two samples from the same patient): vitek ms = single choice to aggregatibacter actinomycetemcomitans. Reference lab = necropsobacter rosorum. Isolate 2 (lab ID mb220072679rpt): vitek ms ID = single choice to microbacterium species. Reference lab = gordonia spp. Other methods : sequencing for both isolates expected ID: necropsobacter rosorum for isolate 1. Gordonia spp for isol:ate 2. Investigation: batch history record and complaint trend analysis: there is no CAPA related to the customer¿s complaint recorded. A complaint history review was completed for this issue concluded with no implication of a trend. This complaint has not been identified as a systemic quality issue. Investigation results: fine tuning: according to the vilink alert tool criteria, no fine tuning was needed during the tests made on (B)(6) 2022. Notes: the variation of the curves observed on the two graphs (above) are due to ¿calibrator spot preparation variation¿. Good fine tuning and good calibrator spot preparation are a prerequisite for monitoring the system with vilink alert tool. Spot preparation quality: the calibrator "all peaks¿ values are quite heterogeneous. During the period analyzed, it varies between 60 to 120. Based on this finding, the spot preparation quality needs to be verified with the customer. Knowledge base (kb) review: sequencing identification result was necropsobacter rosorum for isolate 1, this species is not present in vitek ms kb v3.2 sequencing identification result was gordonia spp for isolate 2; it was identified to genus level only, this species is therefore not present in vitek ms kb v3.2. Sample data analysis: reprocessing the customer data with vitek ms kb v3.2 allows to show that misidentification results were obtained with low identification scores (-0.28, -0.38 and -0.4) which are at the acceptable limit for giving a ¿no identification¿ result (-0.4). Conclusion: it is a vitek ms system limitation; necropsobacter rosorum and gordonia spp are not present in any vitek ms kbs. For information, the following system limitation is written in the user manual supplements - 161150-924 ¿ a ¿ vitek ms clinical use - v3.2 knowledge base : ¿ testing of species not found in the database may result in an unidentified result or a misidentification. Note: interpretation of results and use of the vitek® ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek® ms results.¿ expected identification after investigation: necropsobacter rosorum for isolate 1. Gordonia spp for isolate 2. Conclusion: root cause analysis: system limitation (species not present in any vitek ms kbs).